Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the device. Excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal diagonal branch. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 1.5mm and 2.0mm balloon. The device did pass through a previously deployed stent in the left anterior descending (lad) artery, which crossed over the diagonal. The previously deployed stent was implanted in 2013. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. After the first pre-dilation, an attempt was made to the deliver the onyx frontier stent, which was unsuccessful. The stent was removed successfully, and the lesion was further pre-dilated with a 2.5mm non-compliant balloon. Another attempt was made to deliver the stent, but this was also unsuccessful. An attempt was then made to try and remove the stent, but the stent dislodged. It is believed that the stent may have caught on a strut of the old stent that was across the ostium of the diagonal. An attempt was made to try and snare the stent from the vessel using a 4.0mm gooseneck snare. It was possible to snare the stent, however, the stent would not come out of the vessel. Using intravascular ultrasound (ivus), it was verified that the stent was stretched out and now partially in the left main (lm). The stent was not removed from the patient. The vessel was ballooned open with a 1.5mm balloon and flow was restored. A balloon pump was placed, and the patient was transferred to another hospital for coronary artery bypass graft (CABG) surgery. The patient is alive with no further injury.